Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
The surgeon stated the reason for revision was subluxation. The patient was complaining of pain and lack of range of motion.

Manufacturer narrative:
See h6 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00920; 5800-xl00, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.